Event description:
It was reported, during a surgical procedure on (B)(6) 2013, the battery was not working. A spare battery was readily available and was used to complete the procedure with no further problem, and with no adverse event to patient. No additional information was provided. This report is for a battery for battery power line. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.